Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 316 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.